Event description:
The customer reported that there was a problem with the loudspeaker; a speaker malfunction message displayed on the monitor. The customer did not know, if the speaker was able to produce sound. There was no adverse event or patient harm reported. It is unknown if there was any lack of awareness to the patient's condition or delay in at treatment.